Event description:
During a remote follow-up, noise resulting in oversensing and myopotential oversensing was observed on the right ventricular (rv) lead. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed as an interim resolution. The suspected cause of the noise was due to lead damage. Lead damage was not confirmed. The patient is stable with no consequences.